Event description:
It was reported that in an unknown date of year 2006 a locking reconstruction plate with condylar head, part number 449.64x, was implanted. On an unknown date, broken reconstruction plate was observed. Plate was implanted using 2.4mm screws. Surgeon is currently considering operative plan to address broken mandibular reconstruction plate. This report is for a plate, part number incomplete and lot number unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a plate, part number incomplete and lot number unknown. Part number reported only as 449.64x. Implant date reported only as year 2006. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.